Event description:
A customer reported via phone call indicating that their insulin pump alarmed "low battery". The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was returned for a low battery and power error alarm, confirmed in the long trace. Detailed trace analysis confirmed that the alarms were triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of the microtimer in detailed trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a scratched case.